Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).

Event description:
Customer reported false negative reactions with the 0.8% surgiscreen cells, lot vss573, with a sample that is reacting with 3% cells in tube method. Customer ran the sample using the tube method first then ran the sample on the provue using mts anti-igg cards. The tube (liss) method results were 1-2+ positive using immucor 3% screen cells. The same sample was negative with 0.8% surgiscreen, lot vss573, on the provue. Customer site does not perform manual gel testing. The same sample was tested with the immucor panel cells and was 1-2+ positive with some cells, results inconclusive. Customer suspected a possible anti-s or anti-s and m. The sample was sent out to the reference lab on (B)(6) 2013. The reference lab reported that they have a previous history on this patient of "anti-m with reactivity consistent with an autoantibody". The reference lab reported no reactivity in their antibody screen; the method was requested and was unknown by the reporter. The reference lab did perform a tube cold panel and the sample reacted at 4 degrees, negative at 37 and negative at ahg. Customer requested an additional patient sample and repeated the testing against the same reagents. The results were the same as previously obtained; 0.8% surgiscreen cells were negative and tube screen cells were positive. All tube method results were negative at immediate spin and 37 degrees and 1-2+positive at the ahg phase with 2 of the 3 screen cells. The patient was not transfused. No adverse events were reported. Customer confirmed that all cards / reagent red cells were stored as per the IFU instructions and that visual appearance before use was acceptable. Customer is attributing the non-reactivity due to the nature of the antibody present.